Event description:
On 7/12/24 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a low blood glucose (bg) event requiring hospitalization. The event occurred on 7/10/24. On 7/13/24 a beta bionics customer care agent contacted the user's healthcare provider (hcp) about the event. The hcp reported on the morning of (B)(6) 2024 the user ate half of a bagel and announced a "less than" breakfast then went low. The hcp indicated that the user disconnects from the ilet system at night, which might have caused overcorrection and subsequent low blood glucose. The user reported drinking juice after feeling their blood glucose drop following a chiropractor appointment and then experiencing deep hunger and loss of consciousness after a dental appointment. Paramedics were called when the user's fingerstick reading dropped to 30 mg/dl, and they transported the user to the emergency room. The hcp was unable to provide details about the treatment administered by the paramedics or at the ER. Lab tests indicated a blood glucose level of 79 mg/dl, the dexcom g7 continuous glucose monitor (cgm) sensor showed 117 mg/dl, and a fingerstick reading was 81 mg/dl. The hcp wondered if there was a possible issue with the cgm sensor. Following the incident, the user is not using the ilet, as recommended by the hcp.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hypoglycemia on the reported event date. There was a "less than usual" meal announcement delivered prior to the event. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data shows a significant majority of meals were being announced as "less than usual". No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by the user overestimating the carbohydrate content of their meal, resulting in an excess of insulin relative to their need. Announcing most meals as less than usual likely contributed to the severity of this event, as this can cause meal doses to increase inappropriately, increasing the risk of hypoglycemia.